Event description:
It was reported that the patient had a pocket site infection. The patient had purulent drainage coming from the pocket site wound with no other symptoms. The patient was started on antibiotics. Further information being requested from the hcp.